Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter became stuck on the wire. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. A non-bsc wire was advanced to the chronic venous iliac occlusion; however it was noted that the wire was kinked. It took 3 hours to reach the lesion with the wire. A solent omni catheter was used; however it was determined that there was not enough clot clearance so the zelante catheter was selected. No issues were noted with the solent omni catheter. The zelante catheter felt tight going through the unspecified 8f sheath. The device was in thrombectomy mode and got good clot clearance. During removal of the device, it was noted that it was stuck on the wire. The device was cut apart to release it off of the wire to remove it from the patient. All of the catheter was removed from the patient. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.